Manufacturer narrative:
Manufacture date: device manufactured between: 19sep2018 and 20sep2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and a leak was observed at the pike port tubing weld in back of the bag. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked. There was no patient involvement. No additional information is available.